Manufacturer narrative:
(B)(6) 08/19/2015 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is noisy. Additional malfunction identified on the irs is no alarm from the power switch (aka on/off switch).